Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. The pump passed the displacement test, active current measurement and sleep current measurement. However, the pump alarmed pump error 63 during the self test. The pump was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:54:23.000 to (B)(6) 2021 19:56:15.000. (B)(6) 2021 14:39:20.000 to (B)(6) 2021 14:42:00.000 . (B)(6) 2021 17:56:10.000. (B)(6) 2021 12:43:45.000 to (B)(6) 2021 12:46:10.000. (B)(6) 2021 19:37:26.000 and (B)(6) 2021 19:39:16.000. (B)(6) 2021 11:15:48.000 and (B)(6) 2021 16:59:07.000 . (B)(6) 2021 14:56:29.000 and (B)(6) 2021 19:11:50.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 15:53:00.000 to (B)(6) 2021 19:38:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:54:41.000 to (B)(6) 2021 19:56:14.000. (B)(6) 2021 14:39:43.000. (B)(6) 2021 12:44:48.000 to (B)(6) 2021 12:45:58.00.0. (B)(6) 2021 15:54:02.000 to (B)(6) 2021 16:01:02.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 16:18:53.000 to (B)(6) 2021 19:13:03.000. Upon checking on the power data, low battery alert, failed batt/battery failed alarm and power loss alarm was expected since the battery has low power. The customer may have used a low/depleted battery. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: (B)(6) 2022 13:20:27.000 and (B)(6) 2022 13:20:27.000 due to a broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. However, the pump alarmed pump error 63 during the self test due to a broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer reported that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer had the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.